Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) and during the procedure, "the balloon was pulled from the vertebral body in order to advance the drill farther (more anterior). When the physician tried to place the balloon through the working canula, the balloon would not advance through the canula. The balloon was re-prepped for use several times, and still would not advance. An additional balloon had to be opened to complete the case." There were no patient complications reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.